Manufacturer narrative:
Device not available for eval.

Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the product produced shavings into the pt's cavity. The surgeon applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.